Event description:
Customer reported via phone call to have high blood glucose and believes it was due to no delivery. Customer was not able to troubleshoot due to not having any supllies. Customer will call back when in receipt of sensors and supplies.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.